Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with minor scratched display window, case and keypad overlay. Unit received with partially broken piece at the reservoir tube lip, however p-cap / reservoir locked properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring on the reservoir of the insulin pump was broken. The customer¿s blood glucose level was unknown. The customer was assisted with the troubleshooting. The reservoir compartment was able lock in its place. The insulin pump will be returned for analysis.